Manufacturer narrative:
The device has been disposed by the customer however, as the lot # 15933972m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation paroxysmal, it was reported that there was severe noise at map 1-2 and the electric potential could not be seen at all when the ez steer thermocool nav bi-directional catheter was inserted into the patient¿s body to confirm the firing from pulmonary vein. The cable was changed but the issue continued. Then the catheter was changed and the electric potential was displayed clearly. Ablation at the posterior was delivered for 30 seconds at 25 watts and at the anterior wall was delivered for 30 seconds at 20 watts. After creating the total line at rpv, slight blood pressure reduction was confirmed. Echo and x-ray were conducted and the physician suspected it a cardiac tamponade. As no further blood pressure reduction was confirmed at the time, the procedure was continued. After rpvi and lpvi, further blood pressure reduction was confirmed. The physician dispensed medication and the condition of the patient¿s blood pressure was stable. After that, a pericardial drainage was performed on the patient. On (B)(4), received additional information requested from bwi representative stating that the outcome of this event is a full recovery. The physician¿s opinion regarding the causality of this adverse event is a possible procedure related. The physician¿s opinion regarding the causality of the tamponade that it might occurred during ablation but it is unknown exactly when it occurred.